Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an alert to connect cgm or enter blood glucose after starting a new dexcom g6 sensor and transmitter without entering the new transmitter ID, during which the ilet recorded a blood glucose of 315 mg/dl and the sensor was in warm-up; troubleshooting and education were completed, and the case was managed as a bg run without starting a new sensor. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and blood glucose subsequently trended down to 111 mg/dl without professional intervention. Investigation included review of device use with attention to cgm setup and pairing. Investigation of this case revealed use-related setup error related to cgm transmitter pairing while the sensor was in warm-up, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.